Event description:
It was reported that a patient presented to the clinic on (B)(6) 2022 for a routine generator change. Fluoroscopy was performed on (B)(6) 2022 prior to the procedure, where it was noted that the patient's right ventricular lead had externalized conductors. The procedure was cancelled and was rescheduled for another day so the lead could be explanted as well. No further intervention was reported. The patient was stable throughout.

Event description:
New information notes that the patient's right ventricular lead was capped and replaced on (B)(6) 2022 during a routine generator change procedure. There were no patient consequences.